Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she had issues with her blood glucose going high about several weeks ago. The customer stated that her tubing was bent. The customer was advised of the two high blood glucose rules. The customer was advised to call helpline to troubleshoot.